Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-07-08 12:49:55 cst pli# 10 product ID# 3058 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins became less effective and it was explanted on (B)(6) 2019. It was also reported that the patient experienced pain around the ins. A mailer kit was sent to health care professional because they wanted to return the ins. No further complications were noted or anticipated.